Event description:
A retrospective notification has been filed regarding broken screws in a 5 level construct that were removed during a revision surgery. Total 4 screw body sheared out of 10, three were removed, and one screw body was left in place. Patient was then treated with a larger diameter screws and longer 9 level construct. The patient, was noted obese, and experienced a failed fusion 6 months after the initial (B)(6) 2022 surgery. This failure was attributed to pseudoarthrosis, as detailed in the operative procedure note of (B)(6) 2023 revision case. No injury or harm to the patient was reported post revision outside normal to the healing process. This incident was recorded on 08/09/2023 and was brought to our attention on 11/16/2023 through a notification by the sales representative.